Manufacturer narrative:
Updated fields: b5 (description did not include the reportable event), h6, h10 corrected fields: e2 (no was inadvertently selected on the initial and the field should be blank). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to circuit board breakage at the connector, and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Precaution for disappeared or frozen endoscopic image follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use. Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, a scope communication error (e315) was observed. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error (b30) was unable to be confirmed; however, scope communication error (e315) for unsupported scope was evident. When the device was connected and switched on, no image was preset. When the plug body was dismantled, the moisture indicator was triggered. This finding confirmed that the device contained moisture droplets. Upon further inspection, fluid ingress within the endoscope connector along with corrosion and saturation of the moisture stickers were observed. It was also observed that the plug body contained water droplets and moisture. The evaluation was able to determine that the fluid likely entered the scope through a valve. Trend analysis data was reviewed and revealed that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionality. The likely cause of this reported issue is due to user handling. Additionally, it was observed that the scope connector had water leakage. It was also observed that the bending angle in the: up, down, and left direction did not meet specifications. It was observed that the adhesive of the distal end was worn. Lastly, it was observed that the scope did not pass the electrical safety test. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope error (b30) message. The reported issue was uncovered during reprocessing of the scope. There were no reports of patient harm associated with this event.